Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the 7 mm extended length endoscope was found to be broken (poor image quality). The scope was found to be broken during a procedure; no details were known or provided regarding how the scope was broken or if it was found to be broken out of the sterile packaging. The procedure was successfully completed using their back-up scope, no harm was caused to the patient. It did however cause a procedural delay; length of time is unknown.